Event description:
The customer called to report pain and irritation at the site, from the sensor. The irritation was described as red, sore and hard. The customer went to her doctor due to the issue. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.